Event description:
It was reported that alerts were displayed for possible output circuit damage and possible high voltage lead issue. The patient received one shock. The device also reported multiple aborted shocks. Low hv lead impedance was noted. The device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Internal insulation abrasions were found at 7.8-9.6cm and 15.5-17.4cm from the electrode tip. Externalized conductors due to internal insulation abrasion were found at 11.2- 14.2cm from the electrode tip. The etfe coating was intact at these locations. Internal insulation abrasions were found at 5.3-7.0cm from the electrode tip under the rv shock coil. The rv conductor etfe coating was abraded. This is consistent with the reported inappropriate shocks if the rv conductor came in contact with the rv shock coil. One rv conductor was melted at the same location.